Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device') and genital hemorrhage ('abnormal bleeding (general) in an adult female patient who had essure (batch no. C03090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced genital hemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pain/pelvic pain"), abdominal pain ("pain/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), dysmenorrhoea ("dysmenorrhea (cramping), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse), urinary tract infection ("uti") and vaginal hemorrhage ("abnormal bleeding (vaginal). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital hemorrhage, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, metrorrhagia, dyspareunia, urinary tract infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital hemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal hemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration. Date(s) of insertion: (B)(6) 2014 (discrepancy noted). She had other essure related surgery on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test: yes; result not provided. Batch no c03090. Production date 2013-12-04. Expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: essure date explanted updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), abdominal pain ("pain/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, metrorrhagia, dyspareunia, urinary tract infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test: yes; result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. Follow up 2 &3 processed together. On (B)(6) 2019: pfs received. Reporter information, lot number added. Event : abnormal bleeding (vaginal), abnormal bleeding (general) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)'). In an adult female patient who had essure (batch no. C03090), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pain/pelvic pain"), abdominal pain ("pain/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, metrorrhagia, dyspareunia, urinary tract infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration. Date(s) of insertion: (B)(6) 2014 (discrepancy noted). She had other essure related surgery on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, essure confirmation test? Yes. Result not provided. Lot number#: c03090, production date: 2013-12-04, expiration date: 2016-12-31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-feb-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C03090) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), abdominal pain ("pain/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, metrorrhagia, dyspareunia, urinary tract infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test: yes; result not provided. Batch no c03090, production date 2013-12-04, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), abdominal pain ("pain/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, metrorrhagia, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test: yes; result not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information, lab data added. Event pain was updated to pelvic pain. Event: abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migration, uti added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.